Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/11/2025, the user reported experiencing hyperglycemia with blood glucose (bg) of 280 mg/dl after receiving repeated alert 57 ¿ software runtime error messages and restarting the ilet device over 20 times. The user discontinued use and transitioned to alternative insulin therapy per guidance. No hospitalization or lasting effects were reported. A replacement device was sent.